Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: author of literature article.

Event description:
Review of the article titled "establishing the differential indication for anatomical and reversed shoulder endoprostheses in rheumatoid arthritis" was reviewed on 23-aug-2018 or MDR reportability. The 44 patients was implanted with a delta iii reverse shoulder prosthesis. Reported adverse events/failures: 50% experienced notching (unknown glenosphere); 6.5% experienced subluxation (unknown glenosphere/cup) 11.4 % experienced infection (unknown implants-will add unknown shoulder implant to pc). All affected patients were reported to have been operated on.

Manufacturer narrative:
No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.